Manufacturer narrative:
The alinity I processing module serial # (B)(6) was evaluated. It was observed that reagent 1 and reagent 2 probes were last changed in 2021. Both the r1 and r2 alnty pptr probes were replaced and module function was then verified with a control/precision run. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty pptr probes did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty pptr probes were identified.

Event description:
The customer reported false reactive alinity I hiv ag/ab combo generated from an alinity I processing module and provided the following data: reference = 1.0 s/co is reactive sample ID (B)(6) hiv ag/ab combo result was 4.59 s/co repeat results were 2.68 & 0.30 s/co the sample was sent out for further testing, which concluded no indication of infection with hiv 1 or hiv 2. The report generated the following results: hiv-1/2 antibody / ag negative, hiv antigen negative, hiv-1 glycoprotein 160 negative, hiv-1 glycoprotein 41 negative, hiv-1 protein 31 negative, hiv-1 protein 24 negative, hiv-2 glycoprotein 140 negative. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
E1 phone: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I hiv ag/ab combo generated from an alinity I processing module and provided the following data: reference = 1.0 s/co is reactive. Sample ID (B)(6) hiv ag/ab combo result was 4.59 s/co repeat results were 2.68 & 0.30 s/co the sample was sent out for further testing, which concluded no indication of infection with hiv 1 or hiv 2. The report generated the following results: hiv-1/2 antibody / ag negative, hiv antigen negative, hiv-1 glycoprotein 160 negative, hiv-1 glycoprotein 41 negative, hiv-1 protein 31 negative, hiv-1 protein 24 negative, hiv-2 glycoprotein 140 negative. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.